Event description:
Healthcare professional reported left side capsular contracture baker grade iii and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, crease fold and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5, d.7, g.1, g.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported bilateral capsular contracture baker grade iii and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted. This record is for the left side.